Event description:
Customer reported he was experiencing low blood glucose and customer sounded disoriented. Customer states he feels low but his meter read he was in the 400 mg/dl range. Customer was afraid to treat because he felt low. Customer checked blood glucose again and it was 534 mg/dl during the call. Customer stated that not long ago customer had passed out because of low blood glucose and broke both legs. Customer was trying to change infusion set. Customer was delirious and did not finish stating what happen when he tried to change his entire set. Customer stated he was getting a call requested to hang up. Called back customer and informed his spouse was on her way to help customer. Customer's wife arrived and checked blood glucose and it was 555 mg/dl, she treated customer with manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.